Event description:
Per china aer database: the hospital reported there was a malfunction resulting in prolonged insufficient oxygen (o2) concentration or fresh gas flow found during testing. There was no patient involvement.

Manufacturer narrative:
No ge healthcare repair information available. Block a: no report of patient involvement. D4 serial number not provided. D4: primary UDI number: not available as no serial number provided. Block h4: date of device manufacture is unknown as serial number not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.